Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - record showed no abnormalities related to the reported failure. Complaint was confirmed via inspection of the unit. The shock cushion was worn and had moved forward in the handle and was impeding the handle from closing and holding properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported the a2101 mayfield ultra base unit still moves when locked. There was no known patient injury or surgery delay.